Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the physical evaluation. The device was returned to the customer unrepaired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Roseomonas mucosa is a gram-negative coccobacillus, which is mostly isolated from environmental areas, such as water, soil, airand plants. Although r. Mucosa shows low human pathogenicity, it can lead to systemic infection in immunocompromised patients. No delays observed during end of ercp procedure and beginning of reprocessing. The endoscope did not show and deviations / non-conformities during visual inspection during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 2/12 sampling sites, revealing paenibacillus lautus and micrococcus yunnanensis. The microorganisms identified during destructive sampling did not match nor confirm the originally identified roseomonas mucosa. (Hc). Roseomonas mucosa is identified as a hc organism per the olympus protocol, though not per FDA definition for this 522 study. Based on the sponsor¿s literature research, roseomonas mucosa has so far not been described in literature as being associated to patient infection related to ercp, but can be often recovered from the reprocessing space. Due to the recovery being 1 cfu of an environmental organism, it can be concluded that this contamination is most likely attributable to the reprocessing and / or sampling environment the instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device. H3 other text : device was returned unrepaired.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on april 5, 2023, to perform an observation of the reprocessing techniques. The facility technician performed all manual cleaning steps per the instructions for use. However, the facility used third-party brushes and utilized the scope buddy plus for aspiration and flushing of the channels. The distal end flushing adapter was done manually but with a 50cc syringe flushing more fluid than recommended. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one (1) colony forming unit (cfu) of roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.